Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that at 1623 following a cardiac catheterization the patent was receiving infusions of 0.9% ns, nitroglycerin and tirofiban. At 2025, bloody fluid was noted to be leaking from the extension tubing and the set was found to have a crack in the end piece. The tubing was difficult to unscrew and remove from the extension set however the extension tubing was removed which resolved the leaking. Two units of rbc and a dopamine infusion were administered and the patient was transferred to a higher level of care.

Manufacturer narrative:
The customer¿s report of a cracked female luer that leaked was confirmed. Visual inspection showed that the female luer had a vertical hair line crack that measured 0.611 inches long. The luer was inspected under magnification and no stress marks were observed. Functional testing confirmed a leak as fluid flowed through the crack. The cause of the leak was identified as a cracked female luer. The root cause of the crack was not determined.